Event description:
A 6f angio-seal vip was selected for use for a procedure on a pt who had already been admitted to the hospital. After inserting the carrier tube into the sheath, the device was attempted to be pulled back. The device clicked but would not pull back. The carrier tube was cut, and the sheath was removed, but the carrier tube could not be removed. The physician made an incision in the pt's skin and saw that there was fatty tissue wedged into the slit on the side of the carrier tube, preventing the device's removal. The physician freed the device and pulled the suture to compact the collagen. The physician gained access through the left common femoral artery in order to view the right common femoral artery by angiography. The vessel was clear and pulses were good. There were no consequences to the pt, and the pt's hospitalization was not extended.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn form the pt. Hemostasis can be achieved by applying manual pressure.